Event description:
The user facility reported a 75-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that an impella patient was losing high volumes and appeared to be bleeding around the suture line at the graft anastomosis. Further observation noted that the vessel was heavily damaged. The bleeding was controlled after the artery was surgically repaired with sutures and vein graft pledgets. Support continued with the implanted pump following the intervention.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported vascular damage- peripheral vessel issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the vascular damage was most likely due to patient condition since the vessel appeared to be disintegrating with lot of blood loss. This report is being filed as part of a retrospective review of historical records.